Event description:
It was reported that the tonsil tip fell off during a t and a procedure; the tip had not been seated properly to the indicator line.

Manufacturer narrative:
The device was not returned for eval; therefore, a failure analysis of the complaint device could not be completed. Inspection of the lot history record did not note any anomalies during the mfg of the lot. The physician reattached the tip and completed the procedure. There was no harm to the pt.